Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the right atrial (ra) lead exhibited placement difficulty, unstable thresholds and was unable to capture. It was also noted that the helix "did not come out enough". The ra lead was replaced. No patient complications have been reported as a result of this event.